Event description:
Per the clinic, the patient experienced acute otitis media, mastoiditis and infection (abscess) at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however; the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.